Event description:
It was reported that bd conventional needle cored the silicone. The following information was provided by the initial reporter, translated from french to english: problem: sample taken from the silicone chamber of a bag of saline using a trocard. The trocard creates a "core" which remains in the needle and considerably reduces the sampling rate. This has been a recurring problem for several months. Immediate action: no change to the device impact on patient: no professional impact: no

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed for provided material number 303262 and lot number 231008. The review did not reveal any detected abnormalities during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, both picture samples and the affected physical samples were returned for evaluation by our quality team. The physical samples were examined under microscope and a conical shaped, soft, transparent particle was observed inside of the needle. Bd has investigated this type of clogging issue in the past with different analyses and fourier-transform infrared (ftir) spectroscopy performed. Past investigations have concluded that the clogged material was polyethylene (pe). It was observed that these types of particle are commonly generated when needles are used to access the septum of rigid plastic containers of saline or other medication solutions. Further investigation suggested that the bd microlance¿ needle had been used to access rigid plastic containers of saline or other medication solutions designed to have a double septum, the first is a normal rubber closure, the second is a thick polyethylene septum. According to the above conclusions, we have to consider that bd microlance¿ needles are designed and manufactured to penetrate the skin and rubber closures of vials. They are not designed to penetrate thick polyethylene membranes. Dedicated devices are available from the supplier of the rigid plastic containers. Bd recommends contacting the manufacturer of the container for a detailed list of these accessories. For needle material 303262, the cannula has a regular bevel, which means the angle of penetration should be from 45-60 degrees (which differs from short bevel cannulas). This angle of penetration minimizes the risk of coring. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.